Event description:
The device was used during a laparascopic appendectomy procedure. Reportedly, the staples did not form properly resulting in bowel leakage. The surgeon converted to an open procedure where he manually sutured to complete the procedure.